Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the buttons were sometimes unresponsive. The blood glucose reading was 500 mg/dl. The customer treated with the insulin pump. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had intermittent button response due to a flattened act keypad dome. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and cracked reservoir tube lip. The keypad connector was found closed properly during visual inspection. Information act.